Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure alert and primary audible alarm. It was also reported that crack was noted on the battery door near screw. No adverse effects were reported.